Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that a patient was undergone the lasik surgery on both the eyes with underlying conditions of myopia and astigmatism with an ophthalmic lasik equipment. Patient was reported that the vision was worsened post the procedure than while wearing contact lenses or glasses. Post operatively the patient has experienced slight double vision, fluctuating vision, worst night vision and extreme dryness. There was no proper explanation about consequences from the physician as per the patient. According to the report details patient alleged about the post-surgical pain and trauma. Currently patient is using artificial tears. Symptoms were continuing. There are two related reports for this patient. This report addresses the patient initials dk's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history cannot be performed due to missing serial number. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).